Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during device exchange of an extractor balloon, the sponge got detached and got stuck in scope. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. Reportedly, the sponge was removed with the use of forceps. The procedure was completed using a different biopsy cap. There were no patient complications reported as a result of this event.